Event description:
The initial attorney report alleged pain, permanent injures, and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006: pt present with abdominal pain and underwent repair of an incarcerated ventral hernia with ventralex hernia patch. On (B)(6) 2009: pt presents with abdominal pain, nausea, vomiting and underwent repair of a recurrent incarcerated ventral hernia with a bard composix mesh. Adhesions are taken down from the small bowel and the ventralex hernia patch is removed. On (B)(6) 2009: pt was discharged.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related caused for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.